Manufacturer narrative:
(B)(4).

Event description:
Refer to MFR report # 3004209178-2010-06327. A pt had severe abdominal pain following a lead revision. Both of the pt's device systems were explanted. Overdischarge and telemetry issues were indicated. Regarding one of the explanted device systems, the pt's lead was explanted because, it had applied pressure to the pt's spinal cord. It was reported as "unknown" if the pt recovered completely from the surgical procedure, or if any tests were conducted in an effort to determine the reason for the issue. Device troubleshooting or reprogramming was not completed. The device(s) were not recovered for possible analysis.